Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("the essure was noted to be perforated through the uterus on the right side") in a 49 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of surgery ( prior surgery reduction mammoplasty, ls gastric banding pending.), pelvic pain female, cervicalgia, regular astigmatism, myopia, pain breast, diabetes mellitus, morbid obesity, corneal abrasion, live birth (1), parity 1, gravida I and abnormal uterine bleeding. Race - african american. Reports her fsbgs have been improved from 200 to 130. The patient had a family history of breast carcinoma (malignant carcinoma of the breast malignant female breast neoplasm). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4345 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy prophylactic and cystoscope.). At the time of the report, the outcome of the event was unknown. The reporter considered uterine perforation to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 42.442 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: appointment: hysterosalpingogram w/ (post-essure) she presents for confirmatory hysterosalpingogram to verify bilateral tubal occlusion s/p essure procedure. Hcg negative. Demonstrates normal uterine cavity with occlusion of both fallopian tubes. Micro inserts also visualized in the normal position. [Pathology test] on (B)(6) 2020: surgical pathology report: specimens: uterus, fallopian tubes, cervix final diagnosis, hysterectomy with bilateral salpingectomy: cervix: benign cervical mucosa. Endometrium: benign weakly proliferative endometrium. Myometrium: small leiomyoma, focal adenomyosisfallopian tube segments: benign fallopian tube segments. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation (10065790). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters' information added. Patient medical history and lab data added including pathology test. Nondrug treatment updated. Event fallopian tube perforation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4383 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4383 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.¿ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("the essure was noted to be perforated through the uterus on the right side") in a 49 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of surgery ( prior surgery reduction mammoplasty, ls gastric banding pending), pelvic pain female, cervicalgia, regular astigmatism, myopia, pain breast, diabetes mellitus, morbid obesity, corneal abrasion, live birth (1), parity 1, gravida I and abnormal uterine bleeding. Race - african american. Reports her fsbgs have been improved from 200 to 130. The patient had a family history of breast carcinoma (malignant carcinoma of the breast malignant female breast neoplasm). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4345 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy prophylactic and cystoscope). At the time of the report, the outcome of the event was unknown. The reporter considered uterine perforation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 42.442 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: appointment: hysterosalpingogram w/ (post-essure) she presents for confirmatory hysterosalpingogram to verify bilateral tubal occlusion s/p essure procedure. Hcg negative. Demonstrates normal uterine cavity with occlusion of both fallopian tubes. Micro inserts also visualized in the normal position. [Pathology test] on (B)(6) 2020: surgical pathology report: specimens: uterus, fallopian tubes, cervix. Final diagnosis: hysterectomy with bilateral salpingectomy: cervix: benign cervical mucosa. Endometrium: benign weakly proliferative endometrium. Myometrium: small leiomyoma, focal adenomyosisfallopian tube segments: benign fallopian tube segments. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.